Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿extra-anatomical bypass operation in patients with unilateral graft limb occlusion after endovascular aneurysm repair for abdominal aortic aneurysm¿. Armatowicz p, szostek m, jakuczun w, oseka m, skórski m. Polish heart journal . 2024;82(1):72-74. Doi: 10.33963/kp.a2023.0166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿extra-anatomical bypass operation in patients with unilateral graft limb occlusion after endovascular aneurysm repair for abdominal aortic aneurysm¿. The study period was over 20 years. Multiple manufacturers products are mentioned within the article. Endurant stent grafts were implanted in the patient population. The following adverse events occurred in the patient population: limb occlusion, ischemia, claudication , re-intervention including a bypass, thrombectomy and amputation patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.